Event description:
It was reported that the lead helix would not extend or retract and exhibited high thresholds and impedances.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high impedance could not be confirmed. Analysis found distal coil overtorqued that created short between coils and caused lead impedance to be too low. Lead could be extended and retracted normally after lead was cut at 8 cm from electrode pin.